Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported while attempting to fire the clip applier over a cholangiogram catheter, the surgeon released the firing handle at the loud clip at the end of the ratchet cycle. He found that the catheter was completely occluded. He repeated this process several times before concluding that the clips were too tight. A second er320 was used to finish the case. There was no consequence to the pt.